Event description:
The customer reported that during surgery, an ophthalmic operating console displayed a system message, the ac power was lost and continued on battery power. The surgical functionality was not available. The console recommended actions: restore ac power as soon as possible to reactivate surgical functionality and then the console ¿froze¿, and customer turned the console off. The customer cannot turn the console back on. The customer tried different power plugs, and there is no problem with that or other equipment. The customer spoke to a technician but could not find any quick fix for this issue. The patient was sent to the nearest hospital, to complete the surgery. Additional information received from the customer, and he reported that the console is now working perfectly normal. The customer completed several operations with it this morning without any problem and will continue other surgeries. After discussion about the issue and the customer told that he found the mains-contact to the power inlet in the console was pretty loose, which might have caused the reported problem by creating poor or intermittent electrical contact. When mains contact was properly inserted the console worked as intended. The surgeon confirmed the console has been working perfectly since.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in sections d.9, h.3, h.6 and h.10. The company service representative examined the system and was unable to confirm or replicate the reported event. As a preventative measure, the power supply was replaced. The system was then tested and met all product specifications. A system non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The system was found to meet specifications in relation to the reported event; therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).